Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing of noisy signals that resulted in a false signal artifact monitor (sam) episode. The sam episode also showed high out of range atrial lead pacing impedances and high out of range ventricular lead shock impedances. The high out of range pacing and shock impedances were a result of a medical procedure. This device remains in service. No adverse patient effects were reported.